Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked and gouged ) and is fractured on medial side of post. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the knee instrument fractured. Attempts have been made and additional information on the reported event is unavailable.